Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker noted oversensing of noise on the right atrial (ra) and right ventricular (rv) channels. Inappropriate atrial tachy response (atr) episodes and inappropriately stored ventricular events were observed. It was noted that the patient has an underlying rate at 40 beats per minute and is not pacemaker dependent. The sensitivity was adjusted and the products remained in service. Approximately two months later a revision procedure was performed due to continued noise on both the ra and rv channels. The ra and rv leads were surgically abandoned and the pacemaker was explanted. A new pacemaker system was successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the cause of the noise was likely was related to weight lifting and fractures of the leads in the clavicular region.